Event description:
Caller reported that pt was tested on arm with a result of 133 mg/dl. Pt felt shaky and at 9:11 am was retested with a result of 253 mg/dl. The arm was rubbed and retested four minutes later with a result of 132 mg/dl. Another test was conducted immediately with the dex and received a result of 38 mg/dl. Pt was fed to bring up sugar. All settings are correct.